Event description:
It was reported that urine leaked from the patient while the catheter was in place. The catheter then fell out of the patient, due to the deflation of the balloon.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error on a 3500a form. The reported event was found to be exempt from reporting, per exemption e1998006. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that urine leaked from the patient while the catheter was in place. The catheter then fell out of the patient, due to the deflation of the balloon.